Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the surgeon passed the device through the 5mm trocar and the device failed to open. There was no injury caused.